Event description:
It was reported that this inflatable penile prosthesis was removed due to patient dissatisfaction as the device was too small. A new tactra penile prosthesis was implanted. No patient complications were reported.